Event description:
Patient was intubated with a neobar holding endotracheal tube (ett) in place. Rn had just placed a new neobar, but within minutes the neobar became unstuck from the face and the ett was nearly lost. Contributing factors may have been patient was sweaty and had a lot of secretions. No patient harm resulted from this event - we are reporting this solely based on potential for patient harm.